Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels range (59-500 mg/dl) the contact spoke with endocrinologist who instructed the contact to check bg's every half hour. The customer would eat carbohydrates and deliver manual injections, boluses to stabilize bg levels. The contact stated the suspected cause for the fluctuating bg's was due to customer not eating the right foods, being consistent and not exercising. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.